Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer and that the implantable neurostimulator (ins) displayed the "call your doctor" icon. It also was reported that there was a power-on reset condition (por). The start charge button was pressed on the recharger and a recharge session successfully initiated. At the time of the events, the patient had two ins systems. It was not clear to which system the information pertains. MFR report # 3004209178-2012-00720 was filed for the other system.

Manufacturer narrative:
Lead model 3777-45 serial #(B)(4) implanted: (B)(6) 2010 explanted:unk lead model 3777-45 serial #(B)(4) implanted: (B)(6) 2010 explanted: unk lead model 3777-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: unk lead model 3777-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: unk recharger model 37752 serial #(B)(4) programmer model 37743 serial #(B)(4).